Event description:
Boston scientific received information that during device check following change-out, the representative noted that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) but not in rv to can configuration. Boston scientific technical services (ts) discussed possible proximal coil connection issue or lead issue. Additional information received indicated that the configuration was changed from triad to superior vena cava (svc) to can. The patient was scheduled for a defibrillation threshold (dft) test. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that defibrillation threshold (dft) test was performed and the patient tolerated the test. However the cause was not conclusively determined. The configuration was programmed to distal coil to can and shock impedance went down to normal. The lead continues to remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.